Event description:
It was reported that an asymptomatic patient presented to the ER with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were recommended. The device remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.